Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that her son was taken to an urgent care center at 8am on (B)(6) 2012 and then to the emergency department at 3pm that day. He was admitted to the pediatric intensive care center with a diagnosis of diabetic ketoacidosis (dka). His blood glucose(bg) was 666mg/dl and he had symptoms of stomach pain, vomiting, and large ketones on admission. He was treated with insulin drip and fluids. At the time of this call, his bg was 179/mg/dl and he was expected to start back on the pump. Customer technical support reviewed the pump with the mother, who noted that she frequently sees lots of air bubbles, and tries to prime them out, but not get them all. She stated that she used insulin straight from the refrigerator to fill cartridge. Cts explained that insulin should be at room temperature before filling to decrease air bubbles. Review of pump and mother's statement confirms air in line. Mom also stated that she places the vial on the table, injects the air into it and then, inverts vial to draw insulin out. Cts explained that by injecting air into insulin, it is agitated, increasing bubbles in insulin. Cts found there was no defect with the pump. This issue is being reported due to the allegation that a patient on insulin pump therapy was hospitalized with dka. Use error cannot be discounted as a contributing factor: use of cold insulin and improper filling technique.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Use error cannot be discounted as a contributing factor: use of cold insulin and improper filling technique.